Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not detecting the lid opening and closing again and would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device was not detecting the lid opening and closing again and would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was evaluated by stryker and the reported issue was verified. It was determined that the root cause of the reported issue was the shorted capacitor, c25.device archived by stryker, customer received a replacement device.